Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis on the user's data in data management system (dms), the system asserted predictive low glucose alert 5 minutes prior to the reported event at 4:00 pm cet on november 18, 2021. Per the investigation analysis, there was no malfunction of the system and the system was performing within expectation at the time of the event. She self-managed the hypoglycemia by drinking orange juice.

Event description:
Senseonics was made aware of a hypoglycemia event that happened on 18 november 2021 at 4:00 pm due to sensor inaccuracies. Patient reported that the blood glucose (bg) value was 54 mg/dl where as sensor glucose(sg) value was 80 mg/dl. Patient did not receive low glucose alert because it did not cross the low alert threshold that was set at 70 mg/dl. Patient had symptoms such as headache and could not concentrate well. Patient did not require any medical attention or intervention and was able to resolve the issue by drinking orange juice and eating gummy bears.